Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the waterbag spike of an mr290v vented autofeed humidification chamber was found broken when it was connected to the water bottle. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the water feedset spike of the returned mr290v chamber was visually inspected for damage. Results: visual inspection revealed that the water feedset spike was broken, confirming the reported fault. Conclusion: all chambers are pressure tested and visually inspected before they are allowed to leave the production line. The subject chamber would have met the required specification at the time of production. This suggests that the feedset spike was damaged post production, possibly during transport or storage of the device. The user instructions which accompany the mr290 chamber state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).